Event description:
It was reported that during a coil embolization procedure, the coil prematurely detached in the microcatheter. There was no clinical consequence reported to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis of the device revealed that the delivery wire was bent in multiple locations along its length. The appearance of the detachment zone was noted to be broken as there was no evidence of electrolytic detachment having occurred. Information available indicated that the device was confirmed to be in good condition prior to use. Based on review of the information available and analysis of the device, it is probable that handling likely caused the damage to the delivery wire and procedural factors possibly contributed to the reported break limiting its performance. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that during a coil embolization procedure, the coil prematurely detached in the microcatheter. There was no clinical consequence reported to the patient due to this event.

Manufacturer narrative:
Subject device is not available.